Event description:
Caller reported a discrepancy between displayed and actual time on their pump greater than 5 minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Cts assisted the caller in updating the pump time and advised monitoring any future discrepancies; the caller acknowledged this advice.